Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abnormal aortic aneurysm. The pt has a history of coronary artery disease, hypertension, dyslipidemia and smoking. Aneurysm and vessel morphology are unk. A CT scan of the abdomen/pelvis without contrast was performed 2 days after the procedure and demonstrated small cortical nephrogram defect is present in the right kidney anteriorly and the left kidney inferiorly, consistent with small areas of infarction. Dense delayed nephrogram is somewhat striated. This can be seen with acute renal failure. The renal arteries appear to be at least 1 cm above the superior extent of the endograft. The endograft does not occlude the renal artery origins. Bifurcated aortic portion of the endograft is seen in place. Medtronic received info that the pt was advised that the stent graft was not in alignment and additional surgery would be needed. The pt suffered from renal failure and is now on dialysis and is attempting to find a suitable donor for a kidney transplant.